Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical product: 1642t-52 competitor lead, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise due to a possible lead fracture. The noise was able to be replicated by pocket manipulation and the patient pressing their hands together. In addition, the implantable cardioverter defibrillator (ICD) exhibited a sensing/detection problem as there was one non-sustained episode noted, but no suspected noise was observed on the electrogram. Both the lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.